Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2019-03967. Related manufacturer reference number 3006705815-2019-03966.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2019-03966. Related manufacturer reference number 3006705815-2019-03967. It was reported that the patient experienced a loose ipg pocket site due to the patient manually adjusting the ipg which led to lead migration. Surgical intervention took place to explant and replace the patient's leads and revise the patient's ipg pocket. Surgery addressed the issue.